Event description:
It was reported via repair work order that the foot end jack raises unexpectedly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: stretcher was returned to service however the stretchers litter is not repairable.